Manufacturer narrative:
Section h10 was updated to include related report number: mw5160227.

Event description:
As reported, the patient presented with an indwelling permanent unknown cordis trapease inferior vena cava (ivc) filter. Imaging revealed that the filter was fractured in multiple places. Due to the fractured filter, the patient developed significant ivc thrombus as well as lower extremity thrombus which required intervention to restore blood flow and place additional stents. The filter was also crushed away with stents. Additional information is not available. The device will not be returned for evaluation.

Manufacturer narrative:
Please note that the lot number, catalog number, and date of implantation were not provided. Complaint conclusion: as reported, the patient presented with an indwelling permanent unknown cordis trapease inferior vena cava (ivc) filter. Imaging revealed that the filter was fractured in multiple places. Due to the fractured filter, the patient developed significant ivc thrombus as well as lower extremity thrombus which required intervention to restore blood flow and place additional stents. The filter was also crushed away with stents. Additional information is not available. The reported events of ¿filter fractured, deep vein thrombosis, and thrombosis in device¿¿ could not be confirmed as the complaint device was not returned for analysis and no images were provided for review. The exact cause of the issues experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. Factors that may have influenced the event include patient, pharmacological, and vessel lesions. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation may contribute to fracture of a particular filter strut. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.